Event description:
It was reported that the inflatable penile prosthesis (ipp) device was revised because the device was malfunctioning. After using the device 6 times the device malfunctioned. Under CT, it physician found that liquid in the pump could not enter the cylinders. It was believed that the distal end of where the tube connects to the cylinders was fractured. During the surgery the physician found that the tubing had become detached. An ipp accessory kit was used to reconnect the tubing. There were no patient complications reported and the patient was stable following the surgery.